Event description:
It was reported that the ipg pocket was bothering the patient. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.